Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a cal error alert and several mg bg now alerts. The customer's blood glucose level was 407 mg/dl. The customer recently had dental surgery and stated that was why her reading was so high. The customer was advised to monitor the issue and call back if problems reoccur. Nothing was replaced or returned for analysis.